Manufacturer narrative:
This report is filed august 15, 2014.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in exposure of the receiver/stimulator (specific date not reported). Explantation and reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. This report is filed august 7, 2014.